Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic oophorectomy, the jaws became not to open and close during use. The jaws were loose. Rf60 was used. Another device was used to complete the case. There were no adverse consequences to the patient.